Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 447mg/dl. The other relevant blood glucose levels stated by the customer were 381 mg/dl, 150mg/dl. The customer stated that the insulin pump did not accept the calibration and was advised to turn off the insulin pump and start after one hour. The insulin pump will not be returned for the analysis.